Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that their implantable neurostimulator (ins) was on, they had aggravated stimulation, but it went away when it was off. Patient wanted to know if there was a problem if her ins was off, it was reviewed that it should not cause any problems. Patient also had a lot of back problems that might be related to implant. Patient mentioned that they fell in "the end of (B)(6) 2016, they fell on my tailbone." Patient said "they have had a serious back problem for 3 months, and it was settled on the left side in their hips and back down my leg into their calf and they went to the chiropractor yesterday and they said their problem was in the nerve and below a certain point, from l3 down, it was shutting down certain things." Patient said this started happening "right after it was put in, and it was still sore from that implant," and was referring to her most recent device and says this was "since (B)(6) 2016 to today they had been in pain." Patient wanted to know if their body could be reject or affect the stimulator. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.